Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and it was observed that the receiver is contaminated and dirty. The j3 connector and usb pin(s) are also damaged. The data log could not be retrieved and the functional test could not be performed because the receiver would not boot up. The reported event that the receiver ceased to function was confirmed during log review. The root cause was determined to be a contaminated and damaged j3 connector/ usb pins preventing the unit from charging.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.